Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) a high tricuspid valve position, a large eustachian valve, and a laterally oriented heart for a triclip procedure. During the procedure, while maneuvering the clip toward the valve, the device crossed into the right ventricle and a chordal rupture of the septal leaflet was visualized. The procedure was discontinued, the final mr worsened to grade 5. The patient was referred for a surgical valve replacement. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported difficult imaging was due to patient anatomy. The reported tissue injury was due to procedural circumstances. The reported worsening tr was a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip g4 system instructions for use, are known possible complications associated with triclip procedures. The reported surgical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr). A high tricuspid valve position, a large eustachian valve, and a laterally oriented heart for a triclip procedure. During the procedure, while maneuvering the clip toward the valve, the device crossed into the right ventricle and a chordal rupture of the septal leaflet was visualized. The procedure was discontinued, the final mr worsened to grade 5. The patient was referred for a surgical valve replacement. There was no clinically significant delays reported.